Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Tandem customer technical support recommended the transmitter be replaced, however the customer declined. Reportedly, the pump and transmitter ultimately regained connection. No additional patient information was available.